Event description:
The customer contacted abbott regarding the axsym rubella igg assay, where error code 1048 (calibration check failure, cal a/b, ratio too large) was generated when the customer attempted calibration. The customer's maintenance history was reviewed, and no issues were identified. The customer obtained a successful calibration when a different lof of reagent and the same calibrators were utilized. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.